Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) provided shock therapy which may have led to premature battery depletion. Follow up was conducted and it was noted that there was atrial fibrillation (af) with rapid ventricular response causing nineteen inappropriate shocks. The device was explanted and replaced. No further patient complications have been reported as a result of this event.